Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "stapler was cut in half" was the firing knob broken off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Or was there another portion of the device that was dislodged during the firing? Please provide further detail of the event.

Event description:
It was reported that during an anterior resection procedure, at the moment of the shot, the stapler was cut in half. The procedure was completed with other product. There were no patient consequences reported.